Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation on both eyes (ou) after a prk (photorefractive keratectomy) procedure at one day post op exam. Topical steroids were increased to treat the inflammation. The brief description from the account indicated the prk was performed due to a slight regression of vision and the patient had requested an enhancement. The original laser treatment was not performed at a lasik plus location the patient's comment was there was irritation. At a one week post op exam, the patient had developed a trace of haze noted centrally on ou. Bcva from (B)(6) 2015. Right eye pre-op 20/20-.50 x -1.00 x 170. Left eye pre-op 20/20 -.50 x -1.00 x 176.